Event description:
Patient's diabetes counselor reported the patient takes a daily shower and places the infusion device into stop mode. Diabetes counselor stated that in the history of the infusion device the device shows the last stop mode was 7 days ago. Diabetes counselor reported the patient experienced a blood glucose level of 550 mg/dl and corrected with 9.5 units of insulin; in a short time patient's blood glucose level was 50 mg/dl. Patient's normal blood glucose range was not provided. Diabetes counselor stated the patient thinks the infusion device did not give the correct bolus. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy, occlusion limits and alarm functions were tested successfully and comply with the product specification. No malfunction of the device could be observed during the iu investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: nothing unusual was found in the device history that could have contributed to the problem mentioned by the customer. All programmed boli and basal rates were successfully delivered by the pump. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.